Manufacturer narrative:
The pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. The pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. However, pump also received with hardware low level failure alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace at pin1, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 6.8 mmol/l. The customer reported that she had to change her battery 6 times today. The troubleshooting was performed. Customer mentioned that there was a crack on the battery compartment. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.